Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib pad short" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by a zoll representative at the customer's site and the customer's report was not duplicated under testing. Review of the device activity log does show occurrences of the reported error message. The electrode pads used at the time of the reported event were not available for evaluation. Analysis of reports of this type has not identified an increase in trend.